Event description:
Pt has temporary epidural catheter with marcaine infusion via another MFR's pump with remote adapter. MFR's epidural filter, and a third MFR's connection. Pump will not infuse with this set up. Alarms "high pressure." When connector is removed, it infuses fine. (Also see 1008757, 1008758).